Manufacturer narrative:
(B)(4).

Event description:
It was reported that through remote transmission, low r-wave sensing and ventricular tachycardia episodes were observed due to t-wave oversensing. The asymptomatic patient was pacemaker dependent. The right ventricular lead was capped and replaced to address the sensing issue. The patient was stable before, during and after the event.